Event description:
(B)(4). Additional information was received from a consumer (con). It was reported that the issue had not been resolved. The patient had an appointment scheduled for (B)(6) 2016.

Event description:
The consumer reported that after changing programs on (B)(6) 2016, the patient jumped out of their chair and was not sure why. The patient had painful stimulation due to a sudden change. The patient was in a lot of pain, stimulation was causing their toes to curl, and was affecting their private area and head. The patient was able to decrease stimulation, but it was unclear if this resolved their pain and discomfort. The patient was concerned if they decreased too low, they would have a return of urinary incontinence. The indication for use for this patient was gastrointestinal/pelvic floor.

Event description:
Additional information was received from a con. It was reported that a manufacturer representative (rep) hooked up their machine to the patient's chip and everything was fine. They noted that it was resolved and was working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.